Manufacturer narrative:
The facility reported an operator received a chemical burn on her finger from rapicide pa high-level disinfectant that had trickled into the basin of their advantage plus automated endoscope reprocessor (aer). The operator was not wearing gloves when she placed her hand in the basin. Her fingers came in contact with the rapicide pa and burned her finger. It was reported that medical attention was sought for the burn and the operator experienced no lasting effects. Medivators field service engineer (fse) visited the facility to inspect the aer. It is believed the dosing system caused unused rapicide pa to enter the basin while the aer was idle. The fse changed out components in the dosing system. He still remains in close contact with the facility. The aer is now operating according to specification this complaint will continue to be maintained by the medivators complaint handling system.

Event description:
The facility reported an operator received a chemical burn on her finger from rapicide pa high-level disinfectant that had trickled into the basin of their advantage plus automated endoscope reprocessor (aer).